Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A2 has been added, following recently updated patient information available in implant patient registry. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An image was provided from site, showing the inflation balloon was burst close to distal balloon area. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. In this case, the balloon burst was confirmed by provided imagery, showing the balloon burst post-deployment. The available information suggests patient factors (calcification) likely contributed to the reported event, as there was severe calcification in the patient's left ventricular outflow tract. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, the balloon burst during deployment of a 23mm sapien 3 ultra resilia valve. The patient had severe calcium in the left ventricular outflow tract. At full inflation on the 23mm delivery system and after 5 second hold at max inflation, the balloon on the commander system ruptured. The valve was fully deployed and commander delivery system was full removed from the patient without injury to the patient.

Manufacturer narrative:
The investigation for this report is ongoing.